Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed 31 other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6), 2021, the patient went to the PICC clinic for treatment, and the doctor ordered PICC catheterization. PICC outpatient nurses use the peripherally intubated central venous catheter kit and accessories ((B)(4)) to place the PICC in the patient. Under ultrasound guidance, the patient¿s left upper limb the PICC was inserted into the vein. The catheter placement process was smooth. The insertion depth was 44cm and trimmed. Installed the connector after the catheter (the connector has a buckle), the pressure reducing sleeve at the front end of the connector was sleeved into the catheter, and the catheter passed through the pressure reducing sleeve was connected to the metal handle on the back half of the connector, and then the reduction the compression sleeve was clamped to the back half of the connector. The nurse pulled the pressure relief sleeve and the back half of the extension connector, and found that the buckle could be released. The nurse immediately removed the connector and replaced it with a spare connector. When tested again, the buckle was firm and could not be released. Observed the patient and found no impact on the patient.